Manufacturer narrative:
E1: name: medtronic minimed country: united states of america street address: 18000 devonshire street city: northridge state: california zip code: 91325. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced an event on (B)(6) 2026 where the infusion set leakage from the quick release as the patient could not connect the quick release site properly.